Manufacturer narrative:
Investigation completed 07/21/2017. Device history record (DHR) of lot number 1170009 was reviewed. Lot number: 1170009, manufacturing (packaging) date: january 12, 2017, expiration date: december 31, 2018. The manufacturing and final pack processes ran normally; no anomalies were found during manufacturing process of the product. Lot number 1170009 has been reported in two (2) other complaints from the same facility. The percentage of defective units reported for fg lot# 1170009 was calculated to be (B)(4). Upon review of complaint system from july 2015 to july 2017, there are five (5) complaints related to air pulling-in the system including this one. Approximately (B)(4) units of accudrain external drainage product families and accessories were released for distribution from july 2015 to july 2017. The complaint occurrence rate for this type of incident is then (B)(4). The devices received were of lot 1170009. The devices were not in their original packages; one of them still had a catheter attached to it; also, two (2) loose (not attached to any of the devices) transducers were included in the package. The devices were inspected; no cracks or any other observable defect was noticed. The systems were purged with water to see if there were any leaks: none were found. Stopcocks were aligned leaving an open path all the way to the patient lines stopcock (proximal) to see if water would backflow in the system: no air was drawn into the system. The air would only get in the system if one (1) of the two (2) stopcocks (patient line or zero reference) was opened. In that case air, would get into the system from the chamber (burette). The application subdural evacuation is an off-label application of these devices. According to the complaint, the device was leveled at the eam at (-) 20cm h2o. The pressure scale provided with the device is from -5 to +30cm h2o; therefore, not totally clear how it was set to -20 cm h2o. As per IFU the indicated use is in the ventricles of the brain or lumbar subarachnoid space: indications: draining and monitoring of cerebrospinal fluid (csf) flow from the ventricles of the brain or lumbar subarachnoid space is indicated in selected patients to: reduce intracranial pressure (icp), monitor intracranial pressure (icp), monitor cerebrospinal fluid (csf), provide temporary csf drainage. The (B)(6) is the only hospital that has complained regarding this issue. (B)(4) units of lot 1170009 were released to the market. As of july 11, 2017, this lot had already been distributed in over 30 facilities and no complaint has been reported against it from any of the other facilities. Historical data shows that for the last three (3) years (may 2014 june 2017) (B)(6) hospital has used accudrain catalog ins-8401. Lot 1170009 is the first lot of catalog ins-8400 they have acquired during that time. Their first order for ins-8400 was completely filled with lot 1170009 (next lot was delivered on june 27, 2017. Ins-8401 and ins-8400 are visually almost identical except that ins-8401 has an anti-reflux valve on the patient line which prevents csf return when there are changes in the patients condition (for example: icp changes, device height, etc. In this case the complaint description mentions that when the drain was raised even slightly the air moved towards the patient.). Thus, it may be concluded that personnel may have not been completely familiarized with the device and that it may behave differently to ins-8401. The customer did not report any leaks in the system and none was observed during the verification of the returned samples. Therefore, it seems that the system behaved as it normally does, but not as the customer expected. This most likely explains why only the ins-8400 units (lot 1170009) seemed to cause the situation.

Event description:
Accudrain ins8400 was used as subdural drain post craniotomy for subdural evacuation. The drain was connected to a trauma catheter placed in the subdural space and leveled at the eam (external auditory meatus) at (-)20cm h2o. The drain was noticed to be pulling in air which was described as to be potentially coming from the burette. When the drain was raised even slightly, the air moved towards the patient. There was no patient injury. Revision/medical intervention was required. There was no delay in surgery due to product problem. Linked to mfg. Report numbers: 2648988-2017-00022, 2648988-2017-00023.